Event description:
A system error 2240 message appeared on the display of the home patient's homechoice machine during the initial drain cycle of their automated peritioneal dialysis therapy. Reportedly, the home patient had their transfer set connected to the patient line of the homechoice set during the prime cycle. Baxter's technical service center assisted the home patient in ending therapy early. Therapy was completed by setting up with new supplies. Per the home patient, no patient injury or medical intervention was associated with this incident.